Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030. 8100 sn: (B)(4) the customer wanted know how to correct this error code. I explain to the customer that there are two reasons for this error code. I explain to the customer that when you open the door to the unit do you hear movement? The customer said yes he hears movement. I explain to the customer that the error he getting is damage motor pinion/could be mistaken for electrical failure. I explained to the customer that replacing the motor. The customer said ok and if its not that then what else could it be. I explain to the customer that if its not that then you may need to replace the bezel. The customer said ok and ended the call.